Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 423 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling fatigued from their high blood glucose. Customer's current blood glucose was 307 mg/dl. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was unable to confirm if the cannula was bent upon removal from their body. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.